Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was no stimulation starting on (B)(6) 2017. The patient changed the batteries in their controlled but they were still not able to communicate with their implantable neurostimulator (ins). The only light on the back of the controller was for the controller battery and all other lights were off. More recently stimulation had been weak so they had to increase stimulation more often to reach the desired stimulation sensation. This was clarified to have started the first week of (B)(6). The patient was not feeling stimulation. The patient checked their patient programmer and it showed that stimulation was off. The patient did not have a managing health care professional (hcp). Hcp listings were provided. No further complications were reported.

Event description:
Additional information was received from the patient reporting that they had talked with their clinic and they told the patient to follow-up with a manufacturing representative (rep) to check their implantable neurostimulator first before discussing replacement of the device. It was reviewed with the patient to follow-up with their healthcare provider and have them page a rep. It was reported that reps were also emailed for assistance and that a rep reached out to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.